Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit was received with minor scratched lcd window and cracked reservoir tube lip. One touch ultra-link meter communicated properly with unit. Meter blood glucose levels were properly recorded in the carelink history report. Unit functioned properly.

Event description:
The customer's mother reported via phone call that he went into a diabetic ketoacidosis. His insulin pump was not recording all of his blood glucose levels. Customer's blood glucose level was 510 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.